Event description:
We received a report from the office manager of a military optometric clinic that two male pts experienced ocular burning, pain, redness and irritation after using the same bottle of blink contacts lubricating eye drops at the clinic. This report is for pt # 2. The pt's eyes were immediately flushed out with saline. Follow up an optometrist indicated the pt was diagnosed with diffuse superficial punctuate keratitis and was given tobradex drops to use every 4 hours for 48 hours. The drops were given prophylactically; the pt's symptoms resolved fully in 3 days. The optometrist noted that the bottle had an odor he described as 'like bleach'. He thought the bottle might have been tampered with. The bottle had been opened for 3-4 days prior to the event and used by others without trouble. The bottle was stored in a drawer by itself at the clinic. See MDR 3004537773-2013-00021 for associated report for pt # 1. The reporter also sent this report to FDA (B)(4).

Manufacturer narrative:
A review of the manufacturing records for the reported lot met all specifications. Chemistry and microbiology eval results of retained units from the reported lot were within specifications. Visual examination of the returned unit did not meet specifications. The label showed a brownish color. The cap had black stains on it. White dust was observed on the safety ring and the shoulders of the bottle. The cap and the tip were examined. While the tip was easily removed, possibly indicating that it had been previously removed from the bottle, this investigation indicated no evidence of forced entry or handling related to product tampering. Spectroscopy testing of the solution in the returned unit confirmed that bleach had been added to the bottle. Quantitatively, about 1/3 of the solution in the bottle was bleach. Chemistry testing of the complaint unit showed that the product did not meet specifications. Microbiological testing of the complaint unit was within specifications. All pertinent info available to the manufacturer has been submitted.